Event description:
It was reported by a nurse practioner that her handheld would did not appear to be charging despite the fact that it had been charging for over an hour. She indicated that the handheld is maintained in the office at a normal temp and was not subject to any mishandling. She denied any noticeable problem with the cables and stated they were all connected. She also tried several outlets to make sure it was effective. There was no patient involved in this incident. Attempts for product return have been unsuccessful to date.

Event description:
The handheld was returned on (B)(6) 2012, with the power cord, serial adapter cable and flashcard. Product analysis on the handheld was completed on (B)(6) 2012. An analysis was performed on the returned handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was also performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.